Manufacturer narrative:
Based on the available info, this event is deemed a serious injury based on the pt requiring sutures and a blood transfusion. Info referenced on the questionnaire states that "doctors know that this case might happen because of the pt's general condition and said that it is important to select the pt for the device with careful methodology". The outcome of this event is now resolved as indicated on the questionnaire. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on 04/24/2014. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
It is reported that a pt experienced a rectal/anal ulcer requiring sutures and a blood transfusion. Pt was hospitalized due to "doc and hypothermia". The flexi-seal was inserted on 03/13/2014 related diarrheal. On (B)(6) 2014 the nurse found that the pt was bleeding; therefore flexi-seal was removed to prevent further injury and to promote healing on the same day ((B)(6) 2014) and the doctor sutured the bleeding part (4-5 cm away from the edge of the anal, 9 o'clock direction). The pt briefly went into shock and blood pressure fell into 50-60 (hb4.8). Blood-transfusion was administered. (Amount is unk yet). It is also reported that the device was in use 9 days (ma(B)(6)) before the problem was noticed, and the balloon was filled with 35cc of fluid.